Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. A device history review was performed for lot 2202401, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported while using bd phaseal optima protector the rubber dislodged into the vial. There was no report of patient impact. The following information was provided by the initial reporter: vial where the adapter pushed in the stopper a little bit and they were not able to put diluent into the vial. Using p13-o.

Event description:
It was reported while using bd phaseal optima protector the rubber disloged into the vial. There was no report of patient impact. The following information was provided by the initial reporter: vial where the adapter pushed in the stopper a little bit and they were not able to put diluent into the vial. Using p13-o.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.